Event description:
It was reported that "27 may 2026, staples were found jamming during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).